Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2006. On one month later, the pt experienced erosion and pelvic organ prolapse. On an unknown date, an excision of the device was performed. Additional surgical intervention included a sacral spinous ligament fixation and a sling procedure. The current status of the pt is improved.

Manufacturer narrative:
Mesh exposure occurred - pelvic organ prolapse occurred - pelvic organ prolapse occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.